Manufacturer narrative:
The investigation is ongoing. This report is 2 of 2 being submitted for this complaint.

Event description:
As reported by the edwards field clinical specialist, the fully inflated 26mm commander delivery system balloon ruptured after the initial deployment of the valve. The valve was deployed with 23mm of volume at 7atm. Issues were encountered recapturing the balloon into the 14fr esheath. The distal nose cone was snared and the esheath and the commander delivery system were rotated in the opposite directions while removing the commander system. The commander system was safely removed from the esheath as well as the sheath was safely removed from the patient. No vascular complications nor patient injuries were reported. The delivery system and esheath has been discarded at the hospital. Per report, there was no retained volume in the balloon. The patient's landing zone was moderately calcified. All the balloon pieces were accounted for. Per preliminary engineering review of the provided photo of the esheath, the liner was delaminated as there was absence of the liner at the distal end and an unrolled nature of the hdpe shaft. There was no esheath distal tip split noted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: component code, type of investigation, investigation findings, and investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Post procedural imagery was provided and revealed that the patient's access vessels were tortuous, and calcification was present near the femoral bifurcation. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity) are present near the sheath distal tip. In this case, the sheath liner delamination was confirmed based on provided imagery. The available information suggests procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.